Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial hip arthroplasty. During the procedure, implant was sitting extremely proud of correct / broach position even after multiple attempts. Another stem was used to complete the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The device exhibits bio debris in the plasma spray. Scratches are seen around the neck. The damage likely occurred during stem insertion. Device condition was likely conforming when it left zimmer biomet control as there is no evidence that states otherwise. Device was measured and found conforming to its overlay. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. With the information provided, a definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.